Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the rebar 18 microcatheter and was kinked. The patient was undergoing treatment for an intracranial thrombectomy. It was reported that during the process of pushing the solitaire stent in, when entering the connection between the y-valve and the microcatheter there was the obvious feeling of obstruction when pushing. The assistant took out the stent and hydrated it again, and it was found that there was a little kink when it was taken it out. There solitaire was replaced, and the patient did not experience any injury, complications, or adverse effects. The devices were prepared according to the instructions for use (IFU). Additional information received that vessel tortuosity was normal. After the stent was replaced, the microcatheter was still used for subsequent operation, and it was successfully completed.